Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 3/3/97 in site #2 (class ii-iii bone) during a routine procedure. At the time of implant failure, the pt experienced swelling. The clinician reports that the reason for implant failure is due to the fact that the pt got some foreign material under the flap following surgery. This precipitated a massive buccal cellulitis within two days. The infection was managed and controlled but ultimately the implant failed. The implant was removed on 4/16/97.